Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; serial#: unknown; implanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. Their trial start date was (B)(6) 2024. It was reported that the patient was experiencing pain and they did not feel well/felt sick. It is unknown if the issue was resolved. On (B)(6) 2024, they stated their bandage was covered in blood and was leaking all over. On (B)(6) 2024, the bandage on their back was soaked with fluids, some of which looked like blood. They were shaking all over and their sheets were covered in blood. They are still weak from the surgery. Support link urged patient to contact their doctor as soon as possible. Patient was having trouble finding a phone number for their doctor's office that will listen to their concerns on a sunday. On (B)(6) 2024, they stated they only had to take one pain pill since the procedure as they had not experienced pain. The patient did state they were weak and had blood on their bandage. They were redirected to their healthcare provider (hcp). On (B)(6) 2024, they reported diarrhea and pain. On (B)(6) 2024, they had pain. On (B)(6) 2024, they stated they had an infection. Additional information was received from the healthcare provider (hcp). The patient did have an infection that was related to the de vice/therapy. They were given antibiotics. The issue was not yet resolved. They did not have a uti.

Manufacturer narrative:
H3: device analysis was not performed due to the non-analyzable medical issue. Continuation of d10: product ID 978b128 lot# va2yfxj serial# implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2yfxj product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp confirmed that the status of the ens and lead was unknown.